Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and observed the reported issue. The customer will be provided with a replacement device. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device was showing a service wrench in its readiness indicator. Upon initial evaluation physio-control observed that the device was showing all three icons (attention, charge-pak and service wrench) and would not power on. There was no patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that their device was showing a service wrench in its readiness indicator. Upon initial evaluation physio-control observed that the device was showing all three icons (attention, charge-pak and service wrench) and would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the customer's device and the cause of the reported issue was determined to be due to process residue on resistor, designator r35, on the digital pcb assembly, this caused excessive electrical leakage, which prematurely depleted the internal hybrid layer capacitor (hlc) batteries and the charge-pak battery charger.